Manufacturer narrative:
Reported event. An event regarding locking mechanism failure involving a mako leg holder was reported. The event was not confirmed. Method & results. -product evaluation and results: functional inspection did not confirm the reported event. Sled assembly ball joint functions as intended, device functions as intended. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The blue handle would not tighten causing the leg to be unstable case type / application: tka. Per response: "the blue knob would not tighten, and the patient's leg externally rotated off the table." Additional information 6/27/2023: did the patient¿s leg fall off the table? No, the blue knob was not tightening down which allowed the leg to be unstable and rotate.

Manufacturer narrative:
Rreported event an event regarding locking mechanism failure involving a mako leg holder was reported. The event was not confirmed. Method & results product evaluation and results: functional inspection did not confirm the reported event. Sled assembly ball joint functions as intended, device functions as intended. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The blue handle would not tighten causing the leg to be unstable case type / application: tka. Per response: "the blue knob would not tighten, and the patient's leg externally rotated off the table." Additional information 6/27/2023: did the patient¿s leg fall off the table? No, the blue knob was not tightening down which allowed the leg to be unstable and rotate.

Manufacturer narrative:
Reported event: an event regarding locking mechanism failure involving a mako leg holder was reported. The event was not confirmed because the product was not available for inspection. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The blue handle would not tighten causing the leg to be unstable case type / application: tka. Per response: "the blue knob would not tighten, and the patient's leg externally rotated off the table."